Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2017 with the following findings: during investigation, the original complaint was unable to be investigated due to additional failures. The pump was unable to power up. There was moisture observed through the display lens. A leak test failed due to a crack at the bottom right corner. The pump was opened and there was moisture found on the force sensor plate and the continuous glucose monitor module. The battery compartment was found to be cracked. A leak was not found at this location. There were multiple loss of prime warnings observed in the black box with low non zero force. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (prime issue) issue. It was alleged that the pump was not priming the tubing during the load step, and the pump was "unchecking the rewind and load cart with the loss of prime." This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.